Event description:
The customer reported that the 840 ventilator was distorted while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged malfunction. The ventilator passed all testing.